Event description:
"Customer reported: the syringes cannot be removed sterile because the packaging tears in the wrong place when opened. This incident has been noted on several syringes of this batch. The syringes are used in the sterile surgical area. Basically, the faulty tearing of the packaging is detected and the potentially contaminated material is not used. As a result of inadvertently tearing the package, there is a potential risk of contaminating the sterile material through contact with the non-sterile side of the package. If this is not recognized during removal, there is a risk that the surgical area will be contaminated."